Manufacturer narrative:
Findings: reliability analysis inspected one opened/used enlite sensor and performed bicarbonate buffer test (dop114-830). Sensor passed per specification with accurate readings. (B)(4) 2014.

Event description:
It was reported that the customer's sensors would only last two days. The sensor was returned for analysis. No additional information was reported.